Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. The reporter stated, ¿a stain was noted on the drip chamber when the product was out of the package¿. A sample picture is provided showing the product. There was no patient involvement and no patient harm. There was no patient harm reported.

Manufacturer narrative:
A picture showing the drip chamber of the primary plum set where multiple small brown spots can be seen on the drip chamber was returned. Received one (1) used list #123390488 primary plum set. As received, multiple brown spots were visible on the drip chamber. The drip chamber was cut open and the particles were confirmed to be embedded in the drip chamber wall, not in the fluid path. The combined area of these particles exceeds the allowable surface area of embedded or attached foreign material per product specifications. The complaint of stain noted on the drip chamber could be confirmed. The probable cause is burnt material embedded in the wall of the drip chamber during the molding process during manufacturing. While the device fails visual inspection, the embedded material is not in the fluid path and does not affect the functionality of the device. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.